Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was going to have a pocket revision and battery replacement on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient charged the ins to 100% with stim on. The charge was complete and the recharger was removed. About 5 minutes later, the patient got a sever burning sensation at the battery site that lasted about a minute. The sensation stopped completely as soon as the device was turned off. The device was put back on 5 minutes later and was functioning without issue. The burning sensation was not like what the patient experienced with their regular pain. The patient's therapy did not change at all with this event. The patient has not charged since that occurrence. No known factors led to the issue. The issue was said to be resolved. No further complications were reported.